Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pacing pause and bradycardia episodes. It was also reported that the right ventricular (rv) lead was oversensing and was having pacing issues. The lead remains in use. No further patient complications have been reported as a result of this event.